Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported an alarm occurred/was heard and telemetry was not yet performed. It was noted the hcp had no access to a clinician programmer/no device was available. The patient was an evacuee from hurricane dorian and was at the emergency room. It was noted the pump was alarming, but it was unknown the reason why. It was noted to be possibly due to an empty pump, but was unclear. The hcp stated the patient did not appear to have any symptoms. The event date was (B)(6) 2019. The patient did not have personal therapy manager (ptm) with them to read the pump to see if way it was alarming. Additional information received from a healthcare professional (hcp) reported that manufacturer representative (rep) came out on (B)(6) 2019 and read the patient's morphine pump. It was noted that the pump was empty. It was stated the patient was supposed to have their pump filled back in june, but the patient missed their appointment. Actions/interventions included the patient was to go to their managing healthcare professional (hcp) to have the pump filled. The patient was given oral medication to cover the patient when needed until they could get to their hcp. It was noted that the hcp did not know if the issue was resolved as the patient was to see their hcp to have their pump filled, and they were not sure if or when the patient was to see their hcp. The patient's weight was 67.27 kg. No further complications were reported /anticipated.

Manufacturer narrative:
The pump was returned and analysis found wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the patient's pump was "broken and she has to have it replaced." It was reported the pump "doesn't work." No symptoms were reported at this time (B)(6) 2019). It was reported the patient was unsure of the battery life since (B)(6) 2019. It was noted the patient was nearly deaf and was unable to hear pump alarms.